Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's device displayed the replaced indicator message and it is unknown if the device depleted prematurely. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.